Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the white pulse wire was open inside the trunk cable connector. The cause of the check belt messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable at the trunk cable connector. No adverse event resulted from the damaged pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report constant check te pad messages. The patient was issued a replacement electrode belt.